Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a visual inspection of the pump revealed a crack in the battery compartment from the threads to the case seal. Unrelated to the complaint, investigation revealed that the audio bolus button cover was punctured/damaged. The audio bolus button was unresponsive to button presses during testing. The audio bolus button cover was removed and the slug was found to be misaligned; there was contamination found under the audio bolus button cover and inside the button compartment.